Event description:
A technician reported a case of dry eye 2 months past bilateral lasik. Patient is using artificial tears as needed. Symptoms are improving. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).